Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury. Associated medwatch-reports: 9610612-2020-00604 (400486277 - fk915r) 9610612-2020-00605 (400486278 - fk914r) 9610612-2020-00606 (400486279 - fk906r) 9610612-2020-00690 (400488596 - fk915r).

Manufacturer narrative:
Additional medical device was reported which is part of this complaint. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a detachable bone punch. According to the complaint description the tips of the device bent. Specifically the sharp cutting surface is bent backwards. There was no patient harm reported. Additional information was not provided nor available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00604 ((B)(4) - fk915r), 9610612-2020-00605 ((B)(4) - fk914r), 9610612-2020-00606 ((B)(4) - fk906r). Additional reported medical device: 9610612-2020-00690 ((B)(4) - fk915r).